Event description:
It was reported that the subject device had blurry image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects inside the lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects inside the lens. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the that a component failure of the lens led to the reported failure mode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.